Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2004, patient underwent lumbar myelogram and CT scan. Impression: 25% spondylolytic l5 spondylolisthesis. This combined with an annular bulging a small left foraminal disc herniation results in moderate to severe left and moderate right l5 neural foraminal narrowing. On (B)(6) 2004, patient reported with stiffness in neck and pain in low back and left leg after performing an extraction of driver involved in a mva in (B)(6) 2004. Patient underwent emg in left lower extremity. Impression: emg of left lower extremity indicate mild left sided lumbar radiculopathy in l5 distribution. Nerve conduction studies are within normal range. On (B)(6) 2004, patient underwent MRI of lumbar spine. Impression: there is bilateral l5 spondylolysis resulting in 7 to 8mm spondylolisthesis of l5 on s1. This situation has resulted in narrowing of each l5-s1 neural foramen such that patient could develop unilateral or bilateral l5 radiculopathy. There is 2 to 3mm disc bulge at l5-s1 level as well. On (B)(6) 2004, patient reported low back pain and leg pain after performing an extraction of driver involved in a mva in (B)(6) 2004. Patient underwent x-ray of lumbar spine. Impression: isthmic spondylolisthesis l5-s1 with grade 1 slip and instability. He has a left l5 radiculopathy. Doctor suggested either brace or steroid injections or surgery. On (B)(6) 2005, patient underwent CT of lumbar spine without contrast. Impression: status post decompressive laminectomies and fusion 5-1. There is good positioning of metal hardware and graft at 5-1. The central canal has been decompressed and appears adequate. The foramina is somewhat distorted and could account for bilateral l5 radiculopathy. The central canal and foramina appear adequate throughout. On (B)(6) 2005, patient presented for follow-up. Patient reported retrograde ejaculation and pain in back which had not improved even after surgery. Patient underwent lumbar x-ray (ap and lateral) which showed interbody fusion device at l5-s1. There was an interference screw at s1. All instrumentation appeared to be in reasonable position after radiograph. On (B)(6) 2005, patient presented for follow-up. On (B)(6) 2005, patient presented for follow-up after lumbar fusion. Patient reported severe back pain. Ap and lateral lumbar spine x-ray showed instrumentation and interbody fusion device in good position. On (B)(6) 2005, patient underwent lumbar spine CT scan. Impression: mild bilateral l5 foraminal stenosis due to very mild grade 1 spondylolisthesis. Mild soft tissue density within the ventral epidural space at l5-s1. This most likely represents postsurgical scar formation but may represent mild annular bulging if annulus was not resected. L1-2, l2-3 and l4-5 are without significant disk pathology, foraminal stenosis or spinal stenosis. On (B)(6) 2005, patient presented for follow-up after lumbar fusion. Patient reported that pain had not improved. CT scan did not show any fusion. Nut there was lucency around left s1 pedicle screw, which was suspicious for non-union in evolution. On (B)(6) 2005, patient presented for follow-up after lumbar fusion. Patient reported that pain in left buttock and leg was getting worse. On (B)(6) 2005, patient presented for follow-up after lumbar CT scan which did not show any interval fusion at l5-s1 level. On (B)(6) 2006, patient presented for follow-up after lumbar fusion. Patient reported that pain in leg had reduced and sexual function had improved but back pain did not improve. X-ray showed interbody fusion device and pedicle screw in good position. Lateral fusion did not seem to be coming along. Left sacral screw had slight hallow around them. On (B)(6) 2006, patient presented for follow-up after lumbar fusion. Patient reported right leg pain, back pain. Patient stated that right leg tends to go to sleep and his sexual dysfunction had resolved. Patient was diagnosed with right leg radiculopathy. On (B)(6) 2006, patient underwent CT of lumbar spine without contrast. Impression: no changes since (B)(6) 2005. Mild l5-s1 foraminal narrowing, especially on the right. On (B)(6) 2006, patient presented for follow-up after lumbar CT scan. Patient was diagnosed with right leg radiculopathy. Doctor discussed alternative treatment and complications involved with surgery. On (B)(6) 2006, for a pre-op diagnosis: l5-s1 previous laminectomy, fusion and instrumentation with a non-union of l5-s1, patient underwent following procedure: exploration of fusion l5-s1. Removal of implants l5-s1. Revision of posterior fusion l5-s1. Revision of instrumentation l5-s1. Iliac bone graft harvest, left posterior iliac crest. Use of bmp2 for promotion of healing of spinal fusion at l5-s1. The transverse process of l5 and sacral were exposed bilaterally, they were decorticated and iliac bone graft was placed and after that bmp2 sponge was placed on top and some bmp was placed on top. Pedicle screws were replaced and rods were connected. On (B)(6) 2006, patient presented for follow-up post-op surgery. Patient reported back pain, cramps and had left sided flank. On (B)(6) 2006, patient presented for follow-up post-op lumbar fusion. Patient reported some twinges in right and left leg. Ap and lateral x-rays of lumbar spine showed pedicle screw instrumentation at l5-s1. There was no significant change in alignment. Posterior fusion mass was difficult to evaluate. On (B)(6) 2006, patient reported with back pain on left side radiating to left thigh, and little into right posterior thigh. Pain was worse in morning. On (B)(6) 2006, patient reported getting frustrated with his situation and had symptoms of depression. On (B)(6) 2006, patient presented for follow-up post-op. Patient reported low back pain left greater than right and tenderness to his low back. X-rays showed posterior lateral fusion mass at l5/s1. On (B)(6) 2006, patient reported increased pain which was worse at night; he was not able to sleep because of this. Patient reported that he had to visit ER for increased pain and blood pressure. On (B)(6) 2006, patient reported chronic pain, depression, and change in pain level and pain pattern. On (B)(6) 2007, patient reported low back pain on left side.